Event description:
During a benign prostatic hyperplasia surgical procedure the first fiber was noted to reach its maximum joule limit while treating a large prostate gland. It was reported that the physician required a second fiber to complete the procedure and coagulate bleeding at the treatment site. No patient complications reported.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During a benign prostatic hyperplasia surgical procedure the first fiber was noted to reach its maximum joule limit while treating a large prostate gland. In the physician¿s opinion a second fiber was required to complete vaporization of the prostate and coagulate bleeding at the treatment site. No transfusion or subsequent treatment was required as the bleeding was reported to be normal by the physician.